Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that the implanted right ventricular (rv) leadless pacemaker (lp) exhibited failure to pace and failure to sense. A computed tomography was performed and confirmed rvlp had dislodged and remained free floating in the right ventricle. The rvlp was retrieved and replaced successfully. Patient condition was stable.